Event description:
Rep reported that the microsensor stopped working a couple of days after implantation when the pt was taken to a CT scan. The sensor was explanted and replaced with another one.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.